Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator was not secured to the stand due to damage. There was no patient involvement when the issue occurred. There was no patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator was not secured to the stand due to damage. The customer reported that the base assembly had some damage with the screw holes and column assembly. The customer was provided with the part number for a replacement base assembly.

Manufacturer narrative:
A follow up was performed with the customer, and it was reported that the base assembly would not be replaced, and that the device would be removed from service. No further details were provided. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.